Event description:
It was reported via repair work order that the left and right siderails had a loss of function due to broken siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.